Event description:
The customer stated that the architect ca19-9xr reagent lot 08852m500 generated falsely elevated patient results. No specific patient data was provided by the customer and no impact to patient management was reported. The issue was resolved by replacing the defected lot per the instructions of fa30may2012 customer letter.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.